Manufacturer narrative:
Dealer- name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the catheter could not be inserted through the sheath. The iab was replaced and it was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The stylet wire, one-way valve, extender tubing and insertion components were also returned. The stylet wire was found to be bent near the middle. There was no damage on catheter tubing. A non-maquet sheath was also returned with the tubing kinked near the hub. The maquet sheath appeared to be unused. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The maquet sheath was measured and found to be dimensionally within specification. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the catheter could not be inserted through the sheath. The iab was replaced and it was inserted successfully. There was no reported injury to the patient.